Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a vessel closure of a heavily calcified unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the distal portion of the catheter broke off. A cut down was performed to remove the device. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: the safety and effectiveness of the perclose prostyle smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the information provided, the reported difficulties appear to be related to challenging anatomical conditions. Factors that may contribute to material break, include but not limited to difficult insertion, patient femoral vessel/anatomy variables (calcification), aggressive manipulation during insertion. The separated distal portion (sheath) likely caused the subsequent device entrapment. The patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code updated from 2687 to 4582.